Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. The electrodes have been heavily used causing one electrode to erode. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found settings (7,3). Coagulation and plasma were generated intermittently with the available electrode pieces. No sparks or arcing were observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a broken the wire inside the wand cable or a damaged wire between the transition of the handle and the shaft. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during tonsillectomy + adenoidectomy procedure, the procise xp wand had an electrical spark and overheated. Surgery was completed with a competitor device, instead. There was no surgical delay, and no further complications were reported. Patient status is good.

Manufacturer narrative:
H10: internal complaint reference: case-2024-00216915-1.